Event description:
Lumenis received an mw report on a patients who sustained serious injuries following treatment on (B)(6) 2022 by lightsheer device.

Manufacturer narrative:
Lumenis was unable to investigate the reported event because the reporter provided neither technical nor clinical information, but only med watch report with the attached letter: "dear manufacturer, the attached report, (mw5112231), was received through FDA's medwatch program. We are forwarding it to your firm for review since it identifies a device that your firm markets, and your firm might not be aware of this event. The report contains all the information presently available. If your review determines that a medical device report (MDR) is required, please submit your report in accordance with 21 cfr 803 and include the report number referenced above. For information on medwatch forms and instructions, please visit http://www.FDA.gov/cdrh/MDR/. If you have already submitted an MDR for this event and have no additional information, or, if you determine that no MDR is required, no further action is necessary". In the attached medwatch report the reporter wrote: "laser hair removal burn, using the lightsheer device from lumenis. Using factory settings, following textbook from factory. Please look into this device that was FDA approved, it is on the market causing multiples injuries and second degree burns. FDA safety report ID (B)(4)". The reporter did not provide any information which could identify which system this was (model and sn) and which customer account this case belonged to. In the past, we have been told by FDA that the FDA does not provide such information when asked. Thus, due to lack of the information from the reporter, it's impossible to evaluate the technical status of the device, nor it is possible to contact the reporter to request that they fill out an incident form which could then be evaluated by our clinical director to see if perhaps their use of the device was what caused the alleged injuries. Since the reporter did not provide any treatment information, but wrote: "multiples injuries and second degree burns", lumenis defines this case as a single adverse event that caused serious injury with no permanent impairment and reporting it to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up med watch report will be submitted.